Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy prior to contacting technical support, and the issue was resolved.